Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt phoned hospital complaining of excruciating pain (pt had complained of pain previously on (B)(6) 2010 and had been listed for revision surgery). Causes of pain as yet unclear, awaiting further info from site. On review of surgery list, the surgeon was able to perform the revision surgery on (B)(6) 2010. The head and the liner were the only revised components. No further details provided.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any additional reports against the product lot code. Review of the device history records did not identify any related manufacturing deviations or anomalies. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.